Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv4016 showed twelve other similar product complaint(s) from this lot number.

Event description:
It was reported that when attaching the connectors of three PICC catheters, no ¿click¿ was heard. One case reported mismatching of the connector with the catheter, leading to the disengagement of the two. This report addresses the first of four devices.